Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is not possible, to establish the root cause. However, it is likely, that the main factor, that the emergency light was turned on was the use of the xenon lamp with the ceramics part and the glass surface with the heat compound adhered. The event can be detected ,by following the instructions for use which state: clv-s40pro instructions for use include the following: do not allow the heat compound to come into contact with the glasses or ceramics of lamp. Wipe off with a gauze when it is attached. Examination lamp may be damaged, leading to failure. When the package insert of clv-s40pro was checked. The following statements were checked. The service life of the products shall be six years after shipment (after delivery) (subject to self-certification (our data)). The number of years is the number of years when proper use such as pre-use inspections and periodic inspections shown in this package insert and "instructions for use" are performed within the durable period. And when repair or overhaul is required according to the inspection results. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the visera pro xenon light source emergency lights were turning on. The issue was found during inspection of use of a diagnostic procedure. The procedure was successfully completed using the same set of equipment as the customer was able to turn the power on and off and the device restored. There were no reports of patient harm or delay in procedure.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the emergency light was coming on due to a defective xenon lamp, the high intensity light would not come on due to wear of the detector lever, and the front panel was broken. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.